Event description:
Preoperatively the pt's right external iliac was occluded and therefore the physician planned for and successfully completed an aorto-uni-iliac approach ultlizing two excluder trunk-ipsilateral components, one extender component, and a surgical femoral-femoral bypass. This was a planned deviation and no allegation of deficiency related to the excluder product was made.